Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported with use of the bd vacutainer® urine collection cups resulted in a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "there was a needle stick injury with the use of the bd urine cup."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported with use of the bd vacutainer® urine collection cups resulted in a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "there was a needle stick injury with the use of the bd urine cup."